Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post implant follow-up, no lead stimulation was observed; the lead was suspected to have dislodged. The physician had the patient return for a lead revision at which time the lead was successfully repositioned as confirmed via normal lead measurements. To date the lead remains implanted and in service without further complications. No resulting adverse patient effects were reported.